Event description:
It was reported during implant procedure that the left ventricular lead exhibited a failure to capture and high pacing impedance. The lead was not used. There were no patient consequences.